Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc yel 24ga x 0.75in needle retraction failed. It was reported by customer that the catheter hub sticks when trying to advance the IV, so the nurse needs to loosen the hub prior to inserting the catheter. Once inserted, the nurses are encountering issues with the push button needle shielding technology not activating properly, requiring multiple attempts to retract the needle. I am reporting a product failure out of xx infusion from on (B)(6) 2025. Catalog#: 382512, lot#: 4298111. Several nurses report encountering safety issues with the 24-gauge bd insyte autoguard angiocaths. (To note, they are not having any issues with the 22 gauge bd insyte angiocaths; it is specifically the 24 gauge). Concerns listed below: 1. The catheter hub sticks when trying to advance the IV, so the nurse needs to loosen the hub prior to inserting the catheter. To note, when we received an in-service from the company rep, we were told we would not have to do that. 2. Once inserted, the nurses are encountering issues with the push button needle shielding technology not activating properly, requiring multiple attempts to retract the needle.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382512 and lot numbers 4298111. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.